Event description:
It was reported that there was loss of ventricular capture on the right ventricular (rv) lead during sensitivity testing. Capture was good otherwise. It was also observed that there was some noise on stored electrograms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2012. (B)(4).